Event description:
In 2007 at 9:10 am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving error 2 messages. Per the owner's manual, error 2 indicates there is a problem with the meter. The reported issue began on the morning of four days earlier. At some point within the 4 days prior to contacting lfs, the patient developed symptoms described as "tired and shaky." The patient did not test on any other meter at the time of concern. The patient did not require medical intervention and did not take any action in regards to diabetes treatment. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, food intake, date and time of symptoms, recent changes to testing frequency and diabetes medication regimen. During troubleshooting, the customer care advocate verified that the test strips were expired and the testing technique was not correct. This complaint is being reported because the patient alleges he developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.